Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with scratched case. Device received with blank display and a constant tone. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, unit power up with no display. Problem isolated to electronic assemblies. Unable to perform displacement test, self test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, and current measurements or verify critical pump error (open book image) and low reservoir anomaly due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was experienced high blood glucose. Blood glucose at the time of event was 400 mg/dl. Insulin pump also received critical pump error alarm. Whether customer was use auto mode at the time of event or not was unknown. The insulin pump will be returned for analysis.